Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Serial# (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: ubd: 04-feb-2026, UDI#: (B)(4) ; ubd: 04-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from patient via manufacturer representative reported patient had new pain. Hcp felt patient¿s pain was from where the anchors were placed. Patient stated she had the new back pain since the date of her implant. She had also complained of pain at the battery pocket site. Dr. (B)(6) wanted to remove both leads and the anchors, enter a vertebral space lower and test to make sure she has the scs coverage she needed. He also wanted to move the battery to the opposite side. The revision was done on june 3 and patient received great scs coverage with one perc lead implanted and the battery was placed right low back.